Event description:
As reported by the field, during a stent assist coil embolization, a 4mm x 23mm enterprise intracranial neurovascular stent (encr402312, 6358010) became impeded in the unspecified microcatheter (mc) and could not advance anymore. The physician retracted the stent and observed that the tip of the delivery wire was kinked/bent. The stent body also fell on the operation table. A new catheter and stent were changed to complete the surgery. There was no patient injury report. Pictures were provided with the complaint file.

Manufacturer narrative:
Product complaint # ==> (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent assist coil embolization, a 4mm x 23mm enterprise intracranial neurovascular stent (encr402312, 6358010) became impeded in the unspecified microcatheter (mc) and could not advance anymore. The physician retracted the stent and observed that the tip of the delivery wire was kinked/bent. The stent body also fell on the operation table. A new catheter and stent were changed to complete the surgery. There was no patient injury report. No additional information is available. One photo was received with the compliant file. In which only the distal tip of the delivery wire was shown, and no damages were observed in the device. The device was returned to cerenovus for further evaluation. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, only the delivery wire was returned for evaluation, and it was found to be in good condition (i.e., no kinks, no fractures, or separations). The functional analysis could not be performed because only the delivery wire was returned for evaluation. The stent must be still inside the introducer tube to perform the functional analysis. The customer complaint regarding a ¿delivery wire - impeded in microcatheter¿ were not able to be evaluated. The customer complaint regarding a ¿stent - deployment difficulty-premature deployment¿ was confirmed since the stent was detached from the rest of the device. The customer complaint regarding that the delivery wire was kinked/bent in patient was not confirmed, since during the analysis no damages were found in the delivery wire. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). One photo was received with the compliant file. Based on the visual analysis in which only the distal tip of the delivery wire was shown, and no damages were observed in the device, the stent was not shown in the picture. No other damages could be noted. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6358010. Indicating this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint was not able to be confirmed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A device history record (DHR) was performed, and no non-conformances were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.